Event description:
The customer called to report a motor error alarm while attempting to rewind the insulin pump. Troubleshooting was performed and the insulin pump did not pass the displacement test. The insulin pump had not been exposed to high magnetic fields. Advised the customer to revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.